Manufacturer narrative:
Please note: due to new (B)(6) regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Concomitant medical products: the devices are being returned; however, it is unknown which of these were involved in the event. These devices will be analyzed and reported as required. Serial # : (B)(4), catalog # : 1650de, exp. Date: 01/31/2016, mfg. Date: 01/31/2015, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that two of the patient's batteries were associated with power switching. The batteries were exchanged with no reported patient consequence.

Manufacturer narrative:
Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed since logs from the controller ((B)(4)) in use at the time of the event were not submitted for analysis. Analysis revealed that the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Of note, the controller was analyzed under complaint (B)(4). The analysis revealed that (B)(4) passed visual and functional testing. It has been determined that MFR -3007042319-2016-04386 and MFR -3007042319-2016-02523 are both linked to this complaint. Additional devices for this complaints: (B)(4). Method:visual inspection; interoperability evaluation; actual device evaluated. Results: no failure detected. Conclusion: no failure detected, operated within specification. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.